Event description:
It was reported that the retrieval of the device's diagnostics showed as invalid data. The diagnostics were cleared and the device remains in use. It was noted that the caller was questioning in regards to radiation. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 694052 implantable pacing lead, implanted: (B)(6) 2001. (B)(4).